Event description:
Additional information received reported that of the reported cases, none of the adverse events involved the rist catheter nor any medtronic product. Based on additional information received, this event no longer meets the definition of a complaint. This event is not longer a reportable event. MDR decision corrected to not reportable. No additional supplemental MDR's are required unless additional information received makes the event reportable.

Manufacturer narrative:
Based on additional information received, this event no longer meets the definition of a complaint. This event is not longer a reportable event. MDR decision corrected to not reportable. No additional supplemental MDR's are required unless additional information received makes the event reportable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Article: ohgaki, f., tomura, n., shuto, t., matsunaga, s., sasame, j., iwamoto, k., fushimi, s., <(>&<)> aimi, h. (2025). Caution for forearm radial artery tortuosity: a risk of transradial neuroendovascular procedure failure. Clinical neuroradiology: official journal of the german, austrian, and swiss societies of neuroradiology, 35(4), 795¿803. Https://doi.org/10.1007/s00062-025-01541-4 a.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date of online publication of the article as the event dates were not provided in the published literature. G.4. PMA code missing as device model and lot is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the influence of forearm radial artery (ra) tortuosity on transradial access (tra) failure and to evaluate its association with patient characteristics and procedure-related factors. Multiple manufacturers¿ devices were implanted in the study population. The following medtronic device was used: rist guide catheter. No deaths occurred in the study population. Among all patients, adverse events / device product performance issues included: 4 patients that developed radial artery occlusion (rao), 1 patient with hematoma at the puncture site, and 1 patient with hematoma in the brachial muscles on the side of the procedure. No further information was provided pertaining to medtronic products.